Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported unexpected suspend [low sensor glucose]. The customer reported blood glucose value of 80 mg/dl. The customer was treated with glucagon shot. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose with values of 50 mg/dl, and 112 mg/dl and blood glucose with values of 80 mg/dl and 177 mg/dl, which was not within the range. Delivery was suspended based on the sensor glucose value. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No harm requiring medical intervention was reported. No product return was required for mmt-1884, frn-mmt-342-rsvr, unomed inf set, ozp-mmt-7040a- snsr

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.